Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre 2 sensor. Customer received readings of 165 mg/dl and 154 mg/dl that he considered to be within "safe level" and assumed to be correct, and experienced symptoms described as fatigue, nausea, vomiting, weight loss, rapid breathing. Customer self-presented to a hospital where it was determined his blood glucose was "really high" and he was treated with antibiotics and unspecified intravenous treatment. There was no report of death or permanent injury associated with this event.

Event description:
A low readings issue was reported with the freestyle libre 2 sensor. Customer received readings of 165 mg/dl and 154 mg/dl that he considered to be within "safe level" and assumed to be correct, and experienced symptoms described as fatigue, nausea, vomiting, weight loss, rapid breathing. Customer self-presented to a hospital where it was determined his blood glucose was "really high" and he was treated with antibiotics and unspecified intravenous treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. . All pertinent information available to abbott diabetes care has been submitted.